Event description:
The following information was provided: this pi captures the 1st revision on (B)(6)2025. Right hip revision due to infection (dair), washout and exchange of implants performed. Primary procedure done by dr on (B)(6) 2025. Revision done by dr on (B)(6) 2025.